Event description:
A malfunction was reported by the customer, displaying code malf 16. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, confirmed necessary details with the customer, including putting the pump into storage mode before returning it. The customer was advised to use multiple daily injections as a backup therapy and agreed to return the pump using a pre-paid label within ten days.